Manufacturer narrative:
This prospective pregnancy case was reported by a gynecologist and describes the occurrence of premature rupture of membranes ("premature spontaneous rupture of membranes"), premature labour ("preterm labor/early labor"), premature delivery ("delivery at 34 weeks of gestation"), breech presentation ("breech presentation"), placenta accreta ("placenta accreta"), placenta praevia ("succenturiate low placenta"), pregnancy with contraceptive device ("pregnant with essure"), the first episode of genital haemorrhage ("irregular bleeding") and the second episode of genital haemorrhage ("two-years post ablation she reported light bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "essure coil bent after 2 different approaches to cannulate the tubal ostia" on (B)(6) 2013 and device ineffective "device ineffective". Medical conditions: essure not inserted postpartum. Concurrent conditions included body mass index normal and hypertension. Concomitant products included atropine from (B)(6) 2013 to (B)(6) 2013 and ketorolac tromethamine (toradol) from (B)(6) 2017 to (B)(6) 2017 for anesthesia procedure as well as oxytocin (pitocin). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced the first episode of genital haemorrhage (seriousness criteria medically significant and intervention required) and endometrial thickening ("thickened endometrium post essure placement (endometrium was 7mm)"). In (B)(6) 2014, the patient experienced uterine leiomyoma ("uterine fibroid (1cm)"). In 2015, the patient experienced amenorrhoea ("one year post ablation she had no bleeding"). In 2016, the patient experienced the second episode of genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2017, the patient experienced premature rupture of membranes (seriousness criteria medically significant and intervention required), breech presentation (seriousness criterion medically significant), placenta accreta (seriousness criteria medically significant and intervention required) and placenta praevia (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced premature labour (seriousness criteria medically significant and intervention required) and premature delivery (seriousness criteria medically significant and intervention required). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with antibiotics, surgery (cesarean section, uterine curettage and bilateral salpingectomy), and surgery (endometrial ablation on (B)(6) 2014). Essure was removed. On (B)(6) 2017, the premature rupture of membranes, premature labour, premature delivery, breech presentation, placenta accreta, placenta praevia and pregnancy with contraceptive device had resolved. At the time of the report, the endometrial thickening, uterine leiomyoma and the last episode of genital haemorrhage outcome was unknown and the amenorrhoea had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. (B)(6) was the reported birth weight. The apgar scores were 4 and 8 (at 1 and 5 minutes). The reporter provided no causality assessment for amenorrhoea, breech presentation, endometrial thickening, placenta accreta, placenta praevia, pregnancy with contraceptive device, premature delivery, premature labour, premature rupture of membranes, uterine leiomyoma and the second episode of genital haemorrhage with essure. The reporter considered the first episode of genital haemorrhage to be related to essure. The reporter commented: 2 weeks post cesarean section the patient was doing well and enjoying her post-partum time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Human chorionic gonadotropin - on an unknown date: positive (elevated) hysterosalpingogram - on (B)(6) 2014: bilateral inserts in place,no spilling of contrast pregnancy test - on (B)(6) 2017: blood pregnancy test positive pregnancy test urine - on (B)(6) 2017: pregnancy confirmed; on an unknown date: positive on (B)(6) 2013: gynecological examination for essure insertion: no difficult procedure, no uncertainty of physician on placement, number of trailing coils: 5 and 4 (B)(6) 2014- hysterosalpingogram: the device was seen bilaterally with no evidence of filling of the fallopian tubes through or distal to the region of the essure device. No evidence of spill into the peritoneal cavity. Normal intrauterine cavity. (B)(6) 2014 - pelvic ultrasound showed a 1 cm fibroid. Her uterus was 7x4x4 cm in size. Both ovaries were visualized and were normal, and her endometrium was 7mm. Endometrial ablation was scheduled. (B)(6) 2017 - diagnosed with an early 7-week pregnancy (edd (B)(6) 2017). The ultrasound done in the ER noted both essure devices were in place. On (B)(6) 2017 operative report: post operative diagnosis: intrauterine pregnancy at 34 weeks premature spontaneous rupture of membranes and early labor placenta accreta male infant patient a spinal anesthetic for the cesarean section, which was uneventful. A large pfannenstiel skin incision was made with a scalpel. Then a low transverse uterine incision was made with a scalpel. The baby was in a footling breech presentation. One foot was visible at the incision and the leg was easily delivered. The other leg was elevated up to his chest. The baby was pushed down through the incision and the second leg was delivered and each shoulder one at a time. A t-incision was made of the uterine incision with bandage scissors to deliver the head. The baby was delivered. The cord was clamped twice and handed off to the nicu nurse. Next, the uterus was delivered extraperitoneal and laid on the abdomen. The placenta covered the entire uterine surface. IV pitocin was given. Then the placenta was delivered in pieces. The entire uterus was curetted with the banjo curette from the inside out, so all the placental fragments were removed. There was no increta of the placenta affecting the bladder as previously thought. The bladder edge was clear. The uterus was then placed in its normal anatomic position extracorporeal and the uterine incisions were closed. Next, bilateral salpingectomies were done. The entire tube was removed intact and sent to pathology. There was a sign of the essure on the left cornual section of the uterus on the left side. There was no sign of excessive bleeding from the surgery site. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-feb-2018: quality-safety evaluation of ptc incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of premature rupture of membranes ("premature spontaneous rupture of membranes"), premature labour ("preterm labor/early labor"), premature delivery ("delivery at 34 weeks of gestation"), breech presentation ("breech presentation"), placenta accreta ("placenta accreta"), placenta praevia ("succenturiate low placenta") and several episodes of genital haemorrhage ("irregular bleeding" and "two-years post ablation she reported light bleeding") in a 41 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective") and device use error ("essure coil bent after 2 different approaches to cannulate the tubal ostia" on (B)(6) 2013). Medical conditions: essure not inserted postpartum. Concurrent conditions were listed as hypertension and body mass index normal. Concomitant products included toradol (ketorolac tromethamine) for anaesthesia procedure on (B)(6) 2017 with a previous dosage regimen on (B)(6) 2014, atropine for anaesthesia procedure on (B)(6) 2014 with a previous dosage regimen on (B)(6) 2013 and pitocin (oxytocin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she was found to have uterine leiomyoma ("uterine fibroid (1cm)"). In 2014 she experienced a first episode of genital haemorrhage (seriousness criteria medically important and intervention required) and endometrial thickening ("thickened endometrium post essure placement (endometrium was 7mm)"). In 2015 she experienced amenorrhoea ("one year post ablation she had no bleeding"). In (B)(6) 2016 she experienced pregnancy with contraceptive device ("pregnant with essure"). In 2016 she experienced a second episode of genital haemorrhage (seriousness criterion medically important). On (B)(6) 2017 she experienced premature labour (seriousness criteria medically important and intervention required) and premature delivery (seriousness criteria medically important and intervention required). In 2017 she experienced premature rupture of membranes (seriousness criteria medically important and intervention required), breech presentation (seriousness criterion medically important), placenta accreta (seriousness criteria medically important and intervention required) and placenta praevia (seriousness criteria medically important and intervention required). The patient was treated with antibiotics as well as surgery (cesarean section, uterine curettage and bilateral salpingectomy and endometrial ablation on (B)(6) 2014). Essure was removed. On (B)(6) 2017, premature rupture of membranes, premature labour, premature delivery, breech presentation, placenta accreta, placenta praevia and pregnancy with contraceptive device had resolved. At the time of the report, the amenorrhoea had resolved. The outcomes for endometrial thickening, uterine leiomyoma and the last episode of genital haemorrhage were unknown. Pregnancy related information: prospective report. The estimated date of delivery was on (B)(6) 2017. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The caesarean delivery occurred on (B)(6) 2017. 2495g was the reported birth weight. The apgar score was 4, 8 (at 1 and 5 minutes). The reporter considered the first episode of genital haemorrhage to be related to essure administration. No causality assessment was received for essure with regard to pregnancy with contraceptive device, premature delivery, placenta accreta, endometrial thickening, uterine leiomyoma, amenorrhoea, the second episode of genital haemorrhage, breech presentation, premature rupture of membranes, premature labour or placenta praevia. The reporter commented: 2 weeks post cesarean section the patient was doing well and enjoying her post-partum time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.376 kg/sqm. [Human chorionic gonadotropin] (date unknown): assessment: elevated results: positive [hysterosalpingogram] on (B)(6) 2014: results: bilateral inserts in place,no spilling of contrast [pregnancy test] on (B)(6) 2017: results: blood pregnancy test positive [pregnancy test urine] on (B)(6) 2017: results: pregnancy confirmed; (date unknown): results: positive. On (B)(6) 2013: gynecological examination for essure insertion: no difficult procedure, no uncertainty of physician on placement, number of trailing coils: 5 and 4. (B)(6) 2014- hysterosalpingogram: the device was seen bilaterally with no evidence of filling of the fallopian tubes through or distal to the region of the essure device. No evidence of spill into the peritoneal cavity. Normal intrauterine cavity. (B)(6) 2014 - pelvic ultrasound showed a 1 cm fibroid. Her uterus was 7x4x4 cm in size. Both ovaries were visualized and were normal, and her endometrium was 7mm. Endometrial ablation was scheduled. (B)(6) 2017 - diagnosed with an early 7-week pregnancy (edd (B)(6) 2017). The ultrasound done in the ER noted both essure devices were in place. On (B)(6) 2017 operative report: post operative diagnosis: intrauterine pregnancy at 34 weeks premature spontaneous rupture of membranes and early labor placenta accreta male infant. Patient a spinal anesthetic for the cesarean section, which was uneventful. A large pfannenstiel skin incision was made with a scalpel. Then a low transverse uterine incision was made with a scalpel. The baby was in a footling breech presentation. One foot was visible at the incision and the leg was easily delivered. The other leg was elevated up to his chest. The baby was pushed down through the incision and the second leg was delivered and each shoulder one at a time. A t-incision was made of the uterine incision with bandage scissors to deliver the head. The baby was delivered. The cord was clamped twice and handed off to the nicu nurse. Next, the uterus was delivered extraperitoneal and laid on the abdomen. The placenta covered the entire uterine surface. IV pitocin was given. Then the placenta was delivered in pieces. The entire uterus was curetted with the banjo curette from the inside out, so all the placental fragments were removed. There was no increta of the placenta affecting the bladder as previously thought. The bladder edge was clear. The uterus was then placed in its normal anatomic position extracorporeal and the uterine incisions were closed. Next, bilateral salpingectomies were done. The entire tube was removed intact and sent to pathology. There was a sign of the essure on the left cornual section of the uterus on the left side. There was no sign of excessive bleeding from the surgery site. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 24-aug-2022: no new information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a gynecologist and describes the occurrence of premature rupture of membranes ("premature spontaneous rupture of membranes"), premature labour ("preterm labor/ early labor"), premature delivery ("delivery at (B)(6) weeks of gestation"), breech presentation ("breech presentation"), placenta accreta ("placenta accreta"), placenta praevia ("succenturiate low placenta"), pregnancy with contraceptive device ("pregnant with essure"), the first episode of genital haemorrhage ("irregular bleeding") and the second episode of genital haemorrhage ("two-years post ablation she reported light bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "essure coil bent after 2 different approaches to cannulate the tubal ostia" on (B)(6) 2013 and device ineffective "device ineffective". Medical conditions: essure not inserted postpartum. Concurrent conditions included body mass index normal and hypertension. Concomitant products included atropine on (B)(6) 2013 and ketorolac tromethamine (toradol) on (B)(6) 2014 for anesthesia as well as oxytocin (pitocin). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced the first episode of genital haemorrhage (seriousness criteria medically significant and intervention required) and endometrial thickening ("thickened endometrium post essure placement (endometrium was 7mm)"). In (B)(6) 2014, the patient experienced uterine leiomyoma ("uterine fibroid (1cm)"). In 2015, the patient experienced amenorrhoea ("one year post ablation she had no bleeding"). In 2016, the patient experienced the second episode of genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2017, the patient experienced premature rupture of membranes (seriousness criteria medically significant and intervention required), breech presentation (seriousness criterion medically significant), placenta accreta (seriousness criteria medically significant and intervention required) and placenta praevia (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced premature labour (seriousness criteria medically significant and intervention required) and premature delivery (seriousness criteria medically significant and intervention required). The patient's last menstrual period was on (B)(6) 2016 and estimated date of delivery was (B)(6) 2017. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with antibiotics, surgery (endometrial ablation on (B)(6) 2014. Cesarean section, uterine curettage and bilateral salpingectomy on (B)(6) 2017). Essure was removed. On (B)(6) 2017, the premature rupture of membranes, premature labour, premature delivery, breech presentation, placenta accreta, placenta praevia and pregnancy with contraceptive device had resolved. At the time of the report, the endometrial thickening, uterine leiomyoma and the last episode of genital haemorrhage outcome was unknown and the amenorrhoea had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6). (B)(6) g was the reported birth weight. The apgar scores were 4 and 8 (at 1 and 5 minutes). The reporter provided no causality assessment for amenorrhoea, breech presentation, endometrial thickening, placenta accreta, placenta praevia, pregnancy with contraceptive device, premature delivery, premature labour, premature rupture of membranes, uterine leiomyoma and the second episode of genital haemorrhage with essure. The reporter considered the first episode of genital haemorrhage to be related to essure. The reporter commented: 2 weeks post cesarean section the patient was doing well and enjoying her post-partum time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Human chorionic gonadotropin - on an unknown date: positive (elevated). Hysterosalpingogram - on (B)(6) 2014: bilateral inserts in place, no spilling of contrast. Pregnancy test - on (B)(6) 2017: blood pregnancy test positive. Pregnancy test urine - on (B)(6) 2017: pregnancy confirmed; on an unknown date: positive. On (B)(6) 2013: gynecological examination for essure insertion: no difficult procedure, no uncertainty of physician on placement, number of trailing coils: 5 and 4. On (B)(6) 2014 - hysterosalpingogram: the device was seen bilaterally with no evidence of filling of the fallopian tubes through or distal to the region of the essure device. No evidence of spill into the peritoneal cavity. Normal intrauterine cavity. On (B)(6) 2014 - pelvic ultrasound showed a 1 cm fibroid. Her uterus was 7 x 4 x 4 cm in size. Both ovaries were visualized and were normal, and her endometrium was 7mm. Endometrial ablation was scheduled. On (B)(6) 2017 - diagnosed with an early (B)(6) week pregnancy (edd (B)(6) 2017). The ultrasound done in the ER noted both essure devices were in place. On (B)(6) -2017 operative report: post operative diagnosis: intrauterine pregnancy at (B)(6) weeks. Premature spontaneous rupture of membranes and early labor, placenta accreta, male infant. Patient a spinal anesthetic for the cesarean section, which was uneventful. A large pfannenstiel skin incision was made with a scalpel. Then a low transverse uterine incision was made with a scalpel. The baby was in a footling breech presentation. One foot was visible at the incision and the leg was easily delivered. The other leg was elevated up to his chest. The baby was pushed down through the incision and the second leg was delivered and each shoulder one at a time. A t-incision was made of the uterine incision with bandage scissors to deliver the head. The baby was delivered. The cord was clamped twice and handed off to the nicu nurse. Next, the uterus was delivered extraperitoneal and laid on the abdomen. The placenta covered the entire uterine surface. IV pitocin was given. Then the placenta was delivered in pieces. The entire uterus was curetted with the banjo curette from the inside out, so all the placental fragments were removed. There was no increta of the placenta affecting the bladder as previously thought. The bladder edge was clear. The uterus was then placed in its normal anatomic position extracorporeal and the uterine incisions were closed. Next, bilateral salpingectomies were done. The entire tube was removed intact and sent to pathology. There was a sign of the essure on the left cornual section of the uterus on the left side. There was no sign of excessive bleeding from the surgery site. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event or lack of efficacy cannot be totally excluded. However, the reported medical event and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 02-oct-2017: after a company internal review, based on information received on 02-oct-2017 the following events were added: premature spontaneous rupture of membranes, early labor, breech presentation. Operative notes from cesarean section added. On 06-nov-2017: new events added: essure coil bent after 2 different approaches to cannulate the tubal ostia; thickened endometrium post essure placement (endometrium was 7mm); uterine fibroid (1cm), preterm labor, one year post ablation she had no bleeding, two-years post ablation she reported light bleeding, succenturiate low placenta. Further information regarding pregnancy outcome and endometrial ablation procedure added. Events from 2017 updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a gynecologist and describes the occurrence of pregnancy with contraceptive device ("pregnant with essure"), genital haemorrhage ("having regular bleeding 4 to 6 months after she had the hsg test done in (B)(6) 2014") and placenta accreta ("placenta accreta") in a (B)(6)-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: essure not inserted postpartum. Pregnancy was not in less than 3 months after essure insertion. Concurrent conditions included endometrial ablation (patient also had an endometrial ablation in addition to the essure.) And body mass index normal. Concomitant products included anaesthetics (anesthesia) and oxytocin (pitocin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), placenta accreta (seriousness criterion medically significant) and premature delivery ("gestation age at delivery 34 weeks"). The patient's last menstrual period was on (B)(6) 2016 and estimated date of delivery was (B)(6) 2017. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with antibiotics, surgery (primary cesarean section and bilateral salpingectomy) and alternative therapy (in (B)(6) 2014, ablation was done.). Essure was removed. At the time of the report, the pregnancy with contraceptive device, genital haemorrhage, placenta accreta and premature delivery outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The (B)(6) g was the reported birth weight. The reporter provided no causality assessment for placenta accreta, pregnancy with contraceptive device and premature delivery with essure. The reporter considered genital haemorrhage to be related to essure. The reporter commented: patient was 13 weeks pregnant at the time of the report ((B)(6) 2017). The ablation made the pregnancy a high risk. There was a sign of the essure on the left cornual section of the uterus on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Human chorionic gonadotropin - on an unknown date: positive (elevated) hysterosalpingogram - on (B)(6) 2014: bilateral inserts in place,no spilling of contrast pregnancy test - on (B)(6) 2017: blood pregnancy test positive pregnancy test urine - on (B)(6) 2017: pregnancy confirmed; on an unknown date: positive. On (B)(6) 2013: gynecological examination for essure insertion: no difficult procedure, no uncertainty of physician on placement, number of trailing coils: 5 and 4 quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event or lack of efficacy cannot be totally excluded. However, the reported medical event and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable most recent follow-up information incorporated above includes: on (B)(6) 2017: primary cesarean section and bilateral salpingectomy was performed for intrauterine pregnancy at 34 weeks, premature spontaneous rupture of membranes and early labor and placenta accreta. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.